Event description:
It was reported that the syringe control 10ml ll experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 309695 batch no.: 0113359 pharmacy was drawing up local anesthetic in bd 10 ml control syringes. The pharmacy technician noticed a small piece of plastic inside one syringe. The syringe was not broken, the issue may have happened during manufacturing.

Manufacturer narrative:
H6: investigation summary one photo of a loose 10ml syringe was received and evaluated. It was observed there was a large, clear foreign matter particle in the fluid path. The foreign matter appeared to be a piece of plastic and was large enough in size to be rejectable per product specification. Based on the photo, it was unclear what component the plastic fragment came from. Potential root cause for the foreign matter defect is associated with the assembly process. A device history review was conducted for lot number 0113359.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe control 10ml ll experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 309695, batch no.: 0113359. Pharmacy was drawing up local anesthetic in bd 10 ml control syringes. The pharmacy technician noticed a small piece of plastic inside one syringe. The syringe was not broken, the issue may have happened during manufacturing.